Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) was replaced on june 10 with an inceptiv model. Everything was fine in the immediate post-operative period. A few days later, a loss of stimulation efficacy occurred, accompanied by a loss of stimulation coverage. Surgical re-intervention on june 17 to check impedances; lead test shows normal impedances; stimulation was possible, but not in the original territories using the same parameters. The issue has not been resolved.